Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that an asymptomatic patient presented in the ER after receiving a vibratory alert. The device was found to be in backup vvi reset mode. The device was explanted and replaced. Patient was stable throughout.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. The device image was reviewed and the backup was found to have been caused by a power-on reset. The device was removed from backup and tested on the bench and high impedance was observed on the hybrid. The cause of the reset was high impedance on the hybrid.